Event description:
It was reported by the aci sales professional that a patient underwent a peripheral catheterization procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon leaked during prep. The device was not used in a patient. It is unknown how hemostasis was achieved.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 4.5mm from the balloon proximal tip. The review of the lhr (lot f1302405) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.